Manufacturer narrative:
The device was discarded and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that an alert was received in the remote home monitoring system indicating this right atrial (ra) lead exhibited out of range intrinsic amplitude measurements. Review of remote home monitoring data noted that this lead also exhibited increased threshold measurements and decreased pacing impedance measurements in the 400 ohms range. It was reported that this lead had dislodged. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product was discarded post explant and will not be returned.